Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility the run/safe switch on the handswitch does not lock into either position, presenting a potential for the device to inadvertently be activated. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.